Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a fall on the 20th of january when she tripped over the open dishwasher door in the dark and landed on her left side impacting where the ins is located. The patient was unable to adjust stimulation on groups a and b and intermittently on c. The manufacturing representative (rep) ran impedances on system and 12, 14 and 15 electrodes were consistently oor (out of range) and 8 and 13 electrodes were intermittently oor based on which way the pt pushed on the generator site. High impedances were noted on #8,12,13,14,15 electrodes. The rep reprogrammed pt excluding the affected electrodes and pt was able to operate system normally without any additional issues. The issue was resolved at the time of the report.